Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on site and verified that the right rear caster was bent. The right rear caster was replaced and verified proper working order. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was move the patient side cart (psc) forward into position for docking. The customer indicated that they could move the psc backward, but not forward. No system errors were experienced. The customer did not notice anything obstructing the rear caster wheels and stated that the issue appeared to be with the front right wheel. As a result of the issue, the customer elected to abort the procedure after anesthesia had been administered and ports were placed.